Event description:
On (B)(6) 2010, a doctor reported that a patient developed an infection, as a result of irritation caused by a herbst appliance.

Manufacturer narrative:
The doctor stated that peridex was prescribed to treat an infection that resulted from irritation caused by the herbst appliance. The infection has healed completely and the patient is doing fine. The appliance was not returned for evaluation, as it was misplaced by the doctor's office. A new appliance has been ordered and will be placed.